Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Explant date: n/a, lens remains implanted. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Health effect - clinical code 4581: no code available (posterior capsule opacification) attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that sudden residual strength in the left eye was noted after intraocular lens (iol) implantation. The post-operative uncorrected vision was 1. In (B)(6) 2022 the vision was 0.9+ with +1.25 sphere and a secondary cataract was treated. In (B)(6) 2023 results were +1.25 sphere mean corrected distance visual acuity (cdva) and vision 1. The initial data is not known. Patient presented with posterior capsule opacification. It was provided that the patient has had yttrium aluminum garnet (yag) treatment. No further information was provided.